Manufacturer narrative:
The device was not immediately removed from service after the donation was completed on (B)(6) 2017, since there was no evidence of a failure, the donation was completed successfully with no alarms or error messages. (B)(6) was unaware of the post-donation death which occurred the following day on (B)(6) 2017, until they received notification on december 22 2017. (B)(6) has reported the following issues occurred after the donation on (B)(6) 2017: (B)(6) 2017-broken weigher; (B)(6) 2017- removed for overharvest investigation; (B)(6) 2017- dpm will not lock; (B)(6) 2017- blood pressure cuff would not inflate; (B)(6) 2017- error code 103/ replaced centrifuge dist. Board; (B)(6) 2017- machine caused overharvest/ weight recalibrated and bowl optics adjusted; (B)(6) 2017- broken weigher arm; (B)(6) 2017- rbc no alarm / machine optics cleaned and adjusted bowl optics. None of the above incidents resulted in an injury or adverse reaction to the donor, or operator of the device. On november 14 2017, the service record was closed for this device following a field service engineer visit. The purpose of the service visit was to complete the annual preventative maintenance activities, the pcs2 machine was found to meet all manufacturing specification, there were no defective components found on the device, and no evidence of a device failure. There is no clinical evidence available which would suggest that the haemonetics pcs2 device was a direct cause, or a contributing factor to the post-donation death which was reported to haemonetics on december 26 2017.

Event description:
On december 26 2017 haemonetics was notified of a post-donation death incident which had occurred on (B)(6) 2017. The donation center was unaware of the donor death until they received a notification from an attorney's office on december 22 2017.